Event description:
It was reported that the patient had pain and pressure build in the chest and head to where the patient almost fainted. Also reported was during these episodes of pain and pressure the patients blood pressure would plunge to 70/50. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.